Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration reading was 1521ml, indicating the home patient (hp) drained 1521ml more than their programmed fill volume of 2000ml. This information meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. The nurse was unavailable; however, a detailed message regarding the iipv event was left with the receptionist who will forward the message to the nurse. Product surveillance advised to have the nurse call should she have any questions regarding the event or if the patient reported any symptoms of overfill. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold and insufficient drain false empty detect at initial drain. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).